Event description:
It was reported during implant that the right ventricular lead displayed high threshold and low r-wave amplitudes. Upon repositioning, the helix failed to re-extend. The lead was exchanged. There were no patient consequences.